Event description:
It was reported that the patient presented for implant of the left ventricular lead. During the procedure the lead was noticed to have insulation breach at proximal end after the physician positioned it. The lead was not implanted, and a replacement was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of the lead insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the lead insulation was cut at the proximal region. The ring electrode eftf cable coating was damage at this region. The cause of the reported event was consistent with procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.